Event description:
Event description due to the patient receiving inappropriate shocks, a fracture on the is-1 portion of the sensing lead adapter was discovered. The lead adapter was capped and removed from service. A new lead was added to the patient's system.